Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that the implantable cardioverter defibrillator exhibited undersensing during an atrial arrhythmia. Technical service suggested increasing the max sensitivity however the patient was not in the clinic and would have to be scheduled to come in. No additional information was available at this time.

Manufacturer narrative:
Should have been - (B)(6)- rather than dr (B)(6). Should have been - nurse - rather than physician.